Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to (B)(4) of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube. These cracks were reported on the initial MDR report.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch up cable was frayed near the proximal clevis cable hole. The frayed strands stuck out at the instruments wrist. The other cables at the wrist were not damaged. An additional observation not reported by the site was a cracked tube. The distal end of the main tube exhibited a couple of hairline cracks parallel to each other, oriented in the axial direction. The cracks overlapped with the section of tube extension that is installed inside the main tube. There was a small bulge in the tube diameter near the cracks. The instrument was disassembled and the cracks were found to align closely with each side of an axial key slot. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the monopolar curved scissors instrument had a frayed cable. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.